Manufacturer narrative:
The insulin pump alarmed motor error during the rewind due to motor leaking oil and contaminating the motor home switch. The insulin pump received end cap broken off and missing. The insulin pump received with scratched lcd window.

Event description:
It was reported that the insulin pump is alarming motor error. Caller stated that her son was not receiving insulin during the night. The blood glucose reading is 515 mg/dl. Unable to rewind the insulin pump due to motor error. Advised that the insulin pump will be replaced. Nothing further reported.